Manufacturer narrative:
Manufacturing date: april 2013, patient is (B)(6) yo.

Event description:
Ous MDR - the passeo-18 did not inflate in situ, but did inflate outside the patient. The nurses looked for the balloons protective sheath, and performed an ultrasound on the patient at the time which proved inconclusive. This device was discarded by the hospital. Weeks later the protective sheath was discovered in the patient's foot where it remains to date. No further information could be obtained from the hospital.

Manufacturer narrative:
The device was discarded at the hospital. Therefore a technical investigation was not possible. The review of the manufacturing and lot history of the affected device did not reveal any nonconformity. The device in question was manufactured according to the specifications and successfully passed all in-process controls and the final inspection. The need to remove the transparent protective sleeve prior to use, which is quite different in material and stiffness compared to the balloon itself, is a standard procedure for balloon catheters and mentioned in the related instruction for use. Based on the conducted investigations no material or manufacturing related root cause could be determined.